Event description:
New information indicates that the noise oversensing reoccurred leading to pacing inhibition. Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed noise oversensing on the right ventricular (rv) lead. No changes or intervention was performed; the patient would continue to be monitored. The patient condition was stable.